Event description:
The customer contact reported the device powered off with an inadequate response time following an alarm condition. The pump was plugged into a 110v outlet outlet in the ambulance and was delivering dopamine at an unspecified rate. The paramedic reported that approx 10 minutes after the ambulance left the hosp, she heard the pump sound an audible alarm tone. At this time, she attempted to troubleshoot the unspecified alarm, but when she reached the pump, she found that it was powered off. The paramedic reportedly tried to power the pump on "a couple times", but could not keep the pump powered on. The paramedic reported that the pt was maintained with gravity flow dopamine for the remainder of the transport. The dopamine infusion was resumed using a replacement device upon arrival to the hosp. There were no reported adverse pt sequelae. Though requested no add'l information was provided.